Manufacturer narrative:
The customer¿s report that a smartsite broke off from the body was confirmed. Visual inspection showed that the smartsite valve adapter was received with the white cap separated from the smartsite clear body. A visual inspection of the inside portion of the smartsite female luer adapter shows material from the clear body still remained. A whitish area indicative of stress was observed on the body of the valve. Functional testing was not performed due to the obvious damage. The root cause of the damage to the smartsite valve was not identified.

Manufacturer narrative:
.

Event description:
The customer reported that when flushing the patient's med line after a ceftazidime infusion completed, the top of the needle free valve at the end of the med line became loose (apparently broke off from the body of the valve). The nurse replaced the med line and no further issues were reported. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.